Manufacturer narrative:
Qn#(B)(4). No iap parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility. The software revision level 2.21. The pump was serviced by the cemma engineer in (B)(4). The drain valve multifold solenoid valve was cleaned and the pump was operational. The customer declined to replace the part at this time. The drain failure message is an alert. Drain failure alerts do not interrupt pumping or impede the function of the pump. Conclusion: the reported complaint of "drain failure" is confirmed. The pump was checked by the cemma engineer and the drain valve was cleaned. The customer declined replacing the pcs assembly. No iap parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility. The cause of the drain failure could not be determined.

Event description:
It has been reported via a field service report: (B)(4). Symptom: alarm "drain failure". Findings / action taken: clean multifold solenoid valve and advise customer to replace the drain valve. Software level: 2.21, operational. Update received on 06/08/2016: per more information received from the customer: "when pump alarmed, it was on a patient. Doctor changed a pump immediately as there was a pump stood idle. The pump is out of warranty. Engineer suggested to replace just the drain valve but customer didn't agree to replace the drain valve. "

Manufacturer narrative:
(B)(4). Sample is not expected to be returned.

Event description:
It has been reported via a field service report: (B)(4). Symptom: alarm "drain failure". Findings / action taken: clean multifold solenoid valve and advise customer to replace the drain valve. Software level: 2.21, operational. Update received on 06/08/2016: per more information received from the customer: "when pump alarmed, it was on a patient. Doctor changed a pump immediately as there was a pump stood idle. The pump is out of warranty. Engineer suggested to replace just the drain valve but customer didn't agree to replace the drain valve. "